Event description:
It was reported that the patient felt a shock with vns stimulation. The physician reported that the believed cause of the patient's shocking feeling was likely psychogenic related to the vns battery depletion. The patient's generator was replaced due to due to battery depletion and was believed to be dead as it was unable to be interrogated. The explant facility historically discards explanted generators in surgery, and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.